Manufacturer narrative:
Pump passed the displacement test and self test. However, pump error alarm confirmed in the pump history due to cold solder joint on u1 keypad assembly. No error alarm noted.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected. Troubleshooting was performed for the pump error alarm. The customer was able to clear the alarm and able to complete rewind. Fill cannula recorded in daily history. Customer performed self test and it did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.